Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The reported device expiration issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the graftmaster coronary stent graft system instructions for use (IFU) states: note the product use by date specified on the package. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as the device was used past the expiration date. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
It was reported that a 2.8x16mm graftmaster stent was implanted in the proximal left anterior descending (lad) coronary artery, successfully sealing a perforation. After implantation, it was discovered that the stent had expired. There were no adverse patient effects. There was no additional information provided.